Event description:
It was reported the patient went in for a refill and it was noted that the pump was flipped and the catheter was kinked. The patient went to the emergency room. They planned to put 'netting' around the pump and attach it to tissue to prevent it from flipping again. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had a catheter replacement. The pump flipping pulled on the catheter and resulted in a fracture. It was stated that the pump was functioning properly. It was noted that following the procedure, the patient was doing well.